Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses ((B)(4)/8276459, (B)(4)/8156019) to repair a thoracic aortic aneurysm. It was planned that the left subclavian artery would be intentionally covered by the devices. It was reported that a guidewire and a catheter (manufacturer unknown) was inserted from the brachiocephalic artery to the left common carotid artery, in order to prevent the tag devices from covering the left common carotid artery. The final angiography revealed a proximal type I endoleak, and the physician elected to monitor the patient. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, follow-up imaging showed that the endoleak remained. The physician elected to monitor the patient. On (B)(6) 2011, the patient presented with a retrograde stanford type a dissection. It was reportedly unknown what caused the dissection. On the same day, an open surgery was performed to repair the dissection, whereby the ascending aorta and aortic arch were replaced with surgical graft. The devices were reportedly not explanted. The patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. On (B)(6) 2012, follow-up imaging showed no reported issues. No further information is available.